Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, and product code. A correction to field d2 is being submitted in this supplemental report

Manufacturer narrative:
Lvot obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. In other cases, this could result in clinically significant hemodynamic compromise. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause is unknown. Per the implanting physician, this patient was high risk, very sick patient. The procedure was challenging. On post op day 3, the patient was sent to another facility for higher level of care and medical management. It was noted that the sapien 3 valve looked like it was sized and positioned fine but was explanted. The mitral and the pulmonic valve were surgically replaced at the same time. The patient was stable and recovering well a few days after surgery, but subsequently passed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that a patient with a pre-existing 28mm 4450 annuloplasty ring underwent a valve-in-ring procedure after an implant duration of two (2) years and eight (8) months due to severe mitral regurgitation. The tmvr was performed with a 26mm 9750tfx transcatheter valve. Post device insertion, the patient developed lvot obstruction. The patient was taken to the pacu in stable condition post procedure. During her hospital course, hemolysis and pvl occurred post-surgery. The patient was discharged on post op day 3 in stable condition to another facility for further treatment. Subsequently, the patient expired 9 days post implantation. Per the implanting physician, this patient was high risk, very sick patient. The procedure was challenging. On post op day 3, the patient was sent to another facility for higher level of care and medical management. It was noted that the sapien 3 valve looked like it was sized and positioned fine but was explanted. The mitral and the pulmonic valve were surgically replaced at the same time. The patient was stable and recovering well a few days after surgery, but subsequently passed.